Event description:
The defibrillator is an integral part of the ep study process because it gets a patient's heart out of dangerous rhythms that have been stimulated during the study. At random times, however, more than one lifepak 12 has shown an inability to display the heart rate value even though there's a good strong signal from its own ECG leads being displayed. If the unit is then put in the sync mode, it does not recognize the r-wave and can't cardiovert. There can be a dangerous delay before therapy is finally delivered. Changing the input to the paddles restores the r-wave recognition ability.